Event description:
A customer reported crack marks on the display of a pump without any damage to the glass and pixels stuck on the screen. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.